Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.